Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl rising up to 600 mg/dl with large ketones, vomiting and blurred vision associated with an alleged inaccurate delivery issue. The patient discontinued pump therapy and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was given insulin via syringe during troubleshooting with customer technical support, it was noted that the patient was sick which could have be related to the increased bg levels. The reporter stated that the patient contacted their health care provider and it was determined that the bolus correction was set incorrectly. This complaint is being reported because the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Follow-up #1: date of submission 16-apr-2019 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: during investigation, the black box contains dates from (B)(6) 2019. Black box and histories for issue reported on (B)(6) 2018 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.